Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle lite meter were reviewed, and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they experienced a fast-draining battery issue with the adc device. Due to this, they indicated receiving unspecified treatment from a third-party, however, no additional information was provided. There was no report of death or permanent injury associated with this event.